Event description:
Additional information received from the manufacturer representative (rep) reported that they asked the consumer to start documenting times where they had inadvertent stimulation and make notes as to what they were doing and was the stimulation on or off at the time. It was noted the consumer was to report back to the rep but they hadn't heard from the consumer as of yet.

Event description:
Additional information received form the manufacturer representative reported that they met with the patient to follow-up for pain at the implant site. If was found that group impedance was 728ohms, 4.479ma and electrode impedance was between 100 and 1382ohms. It was determined that the system appeared to be fine and suggested that a blind test be done with the patient to see if the pain was still at the implant site when the therapy was off. There was no swelling or redness at the implant site and the pain was only at the implant, nowhere else along the system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative reported that they met with the patient to follow-up for pain at the implant site. If was found that group impedance was 728ohms, 4.479ma and electrode impedance was between 100 and 1382ohms. It was determined that the system appeared to be fine and suggested that a blind test be done with the patient to see if the pain was still at the implant site when the therapy was off.

Event description:
It was reported that the patient¿s device was in overdischarge. A power on reset (por) was done on the recharger, and the patient went home to fully charge their battery. It was reported that the rep is meeting with the patient to perform a physician mode reset (pmr). They noted the patient¿s device was dead for 2 months, as they had not charged it because it was causing burning at the ins site. The rep stated they are trying to reprogram the patient, but the patient is indicating that they are not feeling the same stimulation. They further noted that the stimulation is uncomfortable. The rep mentioned that the patient has two groups programmed. The patient was to follow up with their healthcare provider.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient feels stinging and burning around the battery site when their battery is fully charged, even if the device is turned off. The patient stated that when their device is turned on, they have stinging and burning all over their body. They also mentioned they have woken up in the middle of the night and felt the device was on; they described it as getting shocked for 3-4 seconds. The manufacturing representative was to meet with the patient to check impedances, and see what is causing the uncomfortable stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-feb-27. It was reported that the patient¿s implantable neurostimulator (ins) had to be reset, they still did not like the way the stimulation felt and they had not had any shocking sensations overnight since the rep saw them. It was noted that the impedances were normal and the cause of the issues were unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the ins was stimulating the patient when it was off. The ins was also heating and the patient felt stinging in the pocket site. The issues all started happening at the same time in (B)(6) 2016. The patient reported that the ins turning on and providing stimulation while the lightning bolt was off had occurred two to three times. The patient claimed it happened while he was upright and while he was seated. It was noted that the patient didn't use adaptive stimulation and he had used group b (B)(4) of the time since the last interrogation on 2016-(B)(6) until (B)(6) 2016. Impedance measurements were taken and all (B)(6) electrodes were fine. There were no trauma/falls reported that could have been related to this issue; nothing unusual was reported. It was noted that the rep became aware of the issues about a week prior to (B)(6) 2016. The patient was to be instructed to keep a log detailing the issue when it occurs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.